Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration and green contamination was observed on the force sensor.

Event description:
Pump is returned for a short load step causing a large prime volume. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.